Event description:
It was reported that the endoplege catheter balloon ruptured. The product was tested and prepped for use and everything was fine; once in vivo both catheter didn't depict any waveform and lost balloon pressure. When removed it was noticed that the balloon had ruptured. No harm to patient and it was noted before the case started.

Manufacturer narrative:
Device evaluation: colored water was introduced into the balloon lumen and visually under 10x magnification the distal balloon bond has delaminated and visually there is a fluid path. Water was introduced into the pressure and infusion lumens and the water flows from where it should. The entire device was visually inspected and there are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A device history record review was completed and this device met all specifications upon distribution.

Manufacturer narrative:
Device evaluation in progress.